Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, an authorized bench technician discovered that therapy pca was missing multiple transistors from the board. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950, the correct cfn# is 3030677.

Event description:
While servicing the device, an authorized bench technician discovered that the therapy pca was missing multiple transistors from the board. There was not patient involvement.